Manufacturer narrative:
The customer contact indicated that the devices were discarded. Hospira has investigated the issue of no flow of solution with the secondary tubing set when connected to a smartsite needle-free valve on the carefusion primary tubing set. It was determined that the cause of the no flow of solution was the tip of the option-lok male adapter was underfilled with acrylic multipolymer. The underfilled option-lok male adapter did not activate the smartsite needle-free valve on the carefusion primary tubing set resulting in no flow of solution. This was due to the molding process of the option-lok male adapter during manufacturing. This root represents all the info known by the reporter upon query by hospira personnel

Event description:
General report received of an unspecified number of undocumented incidents of no flow. Unspecified primary tubing sets were being used to deliver unspecified medications. At unspecified times, the option-lok male adapter of the secondary tubing sets were connected to unspecified y-sites on the primary tubing sets for piggyback deliveries of unspecified medications. It was reported that after the piggyback deliveries were started, no flow of solution from secondary tubing sets were noted. There were no reported pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided including if the tubing sets were replaced and the therapies were resumed.